Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that customer dropped insulin pump and it did not turn back on. Customer's blood glucose was 290 mg/dl. It was reported that display screen cracked. It was advised that insulin pump would need to be replaced.